Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The valve has not been sent back to edwards lifesciences. Additional information requested is not available, as the hospital will not release information regarding this case. Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined.   In this case, the valve was reported to be degenerated, with a calcified leaflet and a torn leaflet. However, as limited information was provided, there are no known risk factors that could have contributed to the event (e.g. End-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. It is possible that the event is related to the progression of the patient¿s disease process.

Event description:
As reported through a social media post, nearly three years post implant of the 26 mm sapien 3 valve in the aortic position via transfemoral approach on a commander delivery system, the valve was explanted due to structural valve deterioration. The thv leaflets were ¿thin, friable, and torn¿.  There was central aortic insufficiency (cai). Regarding the cause of the stenosis and regurgitation, the non-coronary cusp leaflet was calcified shut and the right coronary cusp leaflet was flailing. The failed sapien 3 valve was successfully removed and a 23 mm non-edwards mechanical valve was implanted. The patient was discharged with mechanical valve implanted.